Event description:
It was reported that pump experienced malfunction alarm with code malf 0 while caller was not with pump user. There was no reported impact to the customer¿s blood glucose level. Customer was informed that malfunction was resettable, and technical support planned to follow up directly with customer at scheduled time, with no additional information received regarding the outcome of the event.